Manufacturer narrative:
This was a demo unit that the customer was trialing. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges driving a demo unit and drove into an elevator and banged her foot. Alleges unit did not stop in time and the footplate lifted to jam right foot.

Manufacturer narrative:
The "device manufacture date" and the "event problem and evaluation codes" were updated. This was a demo unit that the customer was trialing. It was determined to be user error.

Event description:
Alleges driving a demo unit and drove into an elevator and banged her foot. Alleges unit did not stop in time and the footplate lifted to jam right foot.